Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that admit (B)(6) 2009 and discharged (B)(6) 2009 for anterior lumbar interbody fusion and left l5-s 1 diskectomy for degenerative disk disease/ recurrent left l5-s 1 disk herniation. (Symptoms/diagnoses). Per the medical records, ¿motor strength is 5/5 in her ta, ehl and generally 5/5 postoperative day 3.¿ it was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was reported.